Event description:
Pt underwent vns therapy system replacement surgery due to lead discontinuity. It was reported that prior to replacement surgery, device diagnostic testing performed at office visit resulted in high lead impedance reading (specifics unknown), inidcating possible device malfunction. Subsequent x-ray review by treating physician reportedy revealed a break in the lead in the neck area. The pt had not experienced any recent injury or trauma that may have damaged the vns therapy system and did not manipulate the device through the skin. Treating physician does not know what could have caused the apparent lead break.